Manufacturer narrative:
Device evaluated by manufacturer: a delivery wire, coil and introducer sheath were returned for analysis. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The coil was returned stretched near the interlocking arm. The zap tip of the delivery wire and the main coil has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." Also states: "in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Event description:
It was reported that coil protrusion during removal occurred. The target lesion was located in the moderately tortuous and calcified left internal iliac artery. A 10mm x40cm interlock¿-35 was selected for use. During the procedure, device was used in sequel to a non bsc device that performed without any issue. However, device got stuck inside the catheter. Then, device was removed and it was noted that coil got unraveled and there was coil protrusion from the tip of the catheter. The procedure was completed using a different device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that coil protrusion during removal occurred. The target lesion was located in the moderately tortuous and calcified left internal iliac artery. A 10mm x40cm interlock¿-35 was selected for use. During the procedure, device was used in sequel to a non bsc device that performed without any issue. However, device got stuck inside the catheter. Then, device was removed and it was noted that coil got unraveled and there was coil protrusion from the tip of the catheter. The procedure was completed using a different device. No patient complications reported.